Manufacturer narrative:
A new camera was purchased to replace a camera that was no longer able to be recognized by the eye station software. When the camera was hooked up, the camera overheated and smoke was observed. The camera has been requested to be returned to merge healthcare for evaluation; however, to date, it has not been received.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2018, merge healthcare was notified by an eye station customer that a replacement digital 5k camera was overheating and smoke was observed. On (B)(6) 2018, support sent another a replacement camera. The new replacement and was set-up, configured, and tested. The issue was resolved. The malfunctioning camera has been requested to be returned to merge healthcare for evaluation. This issue is being reported due to the potential for harm relating to a smoking camera. However, no patient harm occurred as a result of this issue. Reference complaint number (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 08/25/2018. On 10/16/2018, the returned camera was received at merge from the vendor. According to the vendor notes, a smoke smell was observed from the vent. No other signs of smoke or fire damage were observed. The vendor repaired the firewire board, re-programmed the plds, re-initiialized , inspected, and cleanded the sensor. The camera was tested for functionality on a house system. The camera took pictures without over heating.